Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding genital, adenomyosis, paratubal cyst, menorrhagia, multigravida, parity 2, dysfunctional uterine bleeding, dysmenorrhea, intra-uterine contraceptive device insertion, autoimmune disorder, dyspareunia and cystoscopy. Previously administered products included for an unreported indication: methotrexate and prednisone. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2007. There were 3 trailing coils on right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding genital, adenomyosis, paratubal cyst, menorrhagia, multigravida, parity 2, dysfunctional uterine bleeding, dysmenorrhea, intra-uterine contraceptive device insertion, autoimmune disorder, dyspareunia and cystoscopy. Previously administered products included for an unreported indication: methotrexate and prednisone. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2007. There were 3 trailing coils on right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received: previously reported event injury to herself replaced with pelvic pain and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.